Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) presented with an empty system. A surgical procedure was performed, during which a fluid leak was confirmed due to damage identified on the external layer. The ipp was replaced. No additional information was provided.